Event description:
It was reported that the patient experienced electrical shocks from the system controller. The event log file captures 2 clusters of low power advisory alarms as a result of lithium battery power depletion. It was recommended to inspect the controller and see if any areas had bare metal exposed. It was also recommended to check the battery clips for integrity and clean all battery and battery clip contacts with an alcohol wipe. Additional information reported that the cause of the events were unable to be determined and the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.